Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. After pre-ablation mapping was completed the farawave catheter was placed int he left atrium. At that time the patient's blood pressure began to drop. Using a catheter already inside the patient an effusion was identified. A pericardiocentesis was performed and 950ccs of fluid was removed, with 900ccs "put back into the patient's circulatory system". After this the patient was stable and admitted to the ICU for observation. No further information regarding the patient's status was provided. The catheter is not expected to be returned due to the anonymous nature of the initial reporter.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Correction to the initial MDR in block(s) h6: impact codes.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. After pre-ablation mapping was completed the farawave catheter was placed int he left atrium. At that time the patient's blood pressure began to drop. Using a catheter already inside the patient an effusion was identified. A pericardiocentesis was performed and 950ccs of fluid was removed, with 900ccs "put back into the patient's circulatory system". After this the patient was stable and admitted to the ICU for observation. No further information regarding the patient's status was provided. The catheter is not expected to be returned due to the anonymous nature of the initial reporter.